Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1007955. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: additionally, the evaluation of the submitted device clearly demonstrated the reported issue, and in response our quality engineers reviewed the manufacturing process for potential opportunities to generate this type of damage. During the review our engineers were unable to find any sources that could have contributed to the damage observed, and found the appropriate tests to be in place during production to identify faulty units prior to packaging and shipment of the device. Root cause description: based on our findings, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that bd¿ r 87 p infusion device tip broke off, which could cause leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd¿ r 87 p infusion device tip broke off, which could cause leakage. No serious injury or medical intervention was reported.